Event description:
It was second treatment for the same pt with similar treatment parameters. The first treatment was one week before. Redness and scrapes appeared on one area. Clinical specialist spoke to user and visited clinic. During retraining ((B)(6) 2019) customer confirmed that pt healed well. FDA safety report ID# (B)(4).